Event description:
It was reported that this patient had a atrial fibrillation (afib) procedure on (B)(6) 2013. This patient is enrolled in a bwi clinical trial. The patient went into the emergency room with complaints of chest pains and fever on (B)(6) 2013. Upon request, additional information was provided on the event. The patient was evaluated for the (B)(6) 2013 procedure by the anesthesia service and felt best managed with general anesthesia. The patient¿s right and left groins were prepped and draped in a sterile manner. Local anesthesia was achieved with 1% lidocaine. Using seldinger technique, two #7 french sheaths were placed in the right and 11 french and 7 french sheaths were placed in the left femoral vein. A decapolar tip deflectable #6 french catheter was advanced from the left femoral vein to the right atrium and manipulated readily to the coronary sinus. A deflectable hexapolar #6 french catheter was advanced to the high right atrium and to the atrioventricular junction, and later to the right ventricular low septum. All catheters were positioned with fluoroscopic guidance. Programmed stimulation was performed from the hra, cs and rv distal septum. The patient had an ah of 68 hv of 43. No va conduction. Antegrade conduction was notable for a continuous ah curve with avn erp of 280 ms and aerp of 240 ms at 600 ms. Antegrade wcl was 410 ms. Next an acunav intracardiac ultrasound catheter was advanced to the right atrium under fluoroscopic guidance, with good imaging of the interatrial septum and the left atrium. The left atrial diameter was 4.2 cm.

Manufacturer narrative:
Additional information was provided on the event on (B)(4) 2013. The pericarditis is directly related to the catheter ablation procedure. The pericarditis was mild and resulted in a benign clinical outcome which was resolved with anti-inflammatory medications (motrin). This event is not considered a serious injury as there was no prolonged hospitalization, no intervention and only oral nsiads were used to treat the patient. (B)(4).

Manufacturer narrative:
Product investigation will not be performed since the catheter was not returned for analysis. Since no lot number was provided, no device history record review could be performed. (B)(4). Event description continuation: right femoral sheaths were exchanged in turn for a medium curve agilis sheath and a baylis large curve catheter was used for transseptal catheterization, guided by fluoroscopy, pressure and intracardiac echo. The procedures were performed without complication. Heparin bolus followed by infusion was given to maintain act greater than 300 seconds with transseptal. The carto navigation system was then employed for three dimensional reconstruction of the left atrium and pulmonary veins and to localize radiofrequency application sites. Following the transseptal catheterization, a lasso catheter was placed to define pulmonary vein anatomy. The patient was noted to have 2 left pulmonary veins and 2 right pulmonary veins. The left atrial voltage was normal except for low voltage noted in the superior right pulmonary vein antral region. The ez steer thermocool sf navigational catheter was used for further mapping and ablation. Irrigated rf titrated to 20-25 watts on the posterior wall and 30-35 watts elsewhere was performed with goal of achievement of antral pulmonary vein isolation. Next isuprel gtt was given in a stepwise fashion up to 20 mcg/min (max tolerated) with no additional atrial fibrillation trigger seen. Burst pacing from the right and left atrium could not induce a sustained arrhythmia. After ablation, the lasso catheter was used to reconfirm pulmonary vein antral block. The catheters and sheaths were withdrawn from the left atrium back to the inferior vena cava as a unit prior to the electrodes being withdrawn from the sheaths. Heparin was discontinued. Intracardiac echo confirmed no pericardial effusion. All electrode catheters were removed. Once the act was appropriate the sheaths were removed. The patient tolerated the procedure well. Her pacemaker was noted to have stable function. The impression was successful pulmonary vein isolation, normal atrioventricular node block cycle length, normal his-purkinje system function, no va conduction, no provocable supraventricular tachycardia or atrial flutter post ablation and stable pacemaker function. The patient did well during the procedure. The patient had some low grade fevers before discharge. The patient went to the ER on (B)(6) 2013 with weakness, productive cough with phlegm, chills and fever. The highest documented temperature at home was 102f. The patient did not have any diarrhea, n/v nor a sore throat. This is a new problem. The problem occurs constantly. The problem has been rapidly worsening. Associated symptoms include chest pain, chills, coughing , diaphoresis, fatigue, a fever, urinary symptoms, leg swelling, sputum production, shortness of breath, dysuria, bruises/bleeds easily and weakness. Pertinent negatives include no abdominal pain, anorexia, arthralgias, change in bowel habit, headaches, joint swelling, joint pain, myalgias, arthralgias, nausea, neck pain, numbness, rash, wheezing, palpitations, orthopnea, anorexia pnd, blurred vision, dizziness, speech change focal weakness, numbness, headaches, hallucinations or sore throat. The symptoms are aggravated by exertion. The treatment provided no relief. On (B)(6) 2013 the assessment is post ablation fevers with uti but concomitant chest pain. Patient has tenderness to palpitation on exam but also somewhat dissimilar pleuritic nature, -r/o esophageal injury, given recent pvi, start colchicines as suspect component of pericardial irritation. Hypertension. Transient high degree av block status post permanent pacemaker in (B)(6) 2011 . Copd. Patient is obese and has obstructive sleep apnea. The patient has history of diastolic heart failure with echocardiogram (B)(6) 2013 showing an ef of 55%, mild left ventricular hypertrophy, mild mitral and tricuspid regurgitation, and mildly elevated pulmonary pressure of 40 mmhg. Nuclear stress test on (B)(6) 2013 demonstrated normal perfusion. Patient had a pvi/atrial fibrillation ablation on (B)(6) 2013 which presents with recurrent fevers. The patient had been noted to have an isolated fever the evening of the procedure with initial evaluation to include cbc, u/a and cxr suggestive of preexisting bronchitis. She was discharged with planned outpatient follow up. She then developed recurrent fevers at home and was found to have positive urine culture. She was admitted and started on antibiotic therapy. She otherwise notes intermittent substernal chest discomfort somewhat worse with deep inspiration. She still has occasional cough. She denies sob. She remains in sinus rhythm. She denies tachy palpitations, syncope or presyncope. Diagnosis is diastolic chf chronic, essential hypertension benign, copd (chronic obstructive pulmonary disease), complete heart block transient , sirs with acute organ dysfunction due to infectious process, uti (urinary tract infection), hyponatremia and chest pain. On (B)(6) 2013, the assessment is post ablation fevers with uti but concomitant chest pain. No evidence of esophageal injury by CT. Probable effusive pericarditis with small to moderate pericardial effusion on colchicines and motrin. Pericardial effusion is stable on serial echo. The patient has hypertension. Transient high degree av block status post permanent pacemaker in (B)(6) 2011. Copd. The patient is obese with obstructive sleep apnea. History of diastolic heart failure with echocardiogram (B)(6) 2013 showing an ef of 55%, mild left ventricular hypertrophy, mild mitral and tricuspid regurgitation, and mildly elevated pulmonary pressure of 40 mmhg. Nuclear stress test june 25, 2013 demonstrated normal perfusion. Patient feeling better this morning with no significant cp. No sob. No palpitations. In sinus rhythm echo with stable effusion yesterday. Admission weight was (B)(6). Last recorded weight (B)(6).